Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump. Reportedly, the pump was not being worn near the transmitter. Customer moved the pump near the transmitter, and connection resumed. No additional patient or event information was available. Customer's blood glucose level was approximately 200 mg/dl.